Manufacturer narrative:
There are no allegations or any system or component failure and review of historical assessments show the patient's pain had been reduced to 2 out of 10 while using the system. Explant was performed due to the system being incompatible with the MRI that was needed.

Event description:
Patient was implanted with a nalu spinal cord stimulation system on (B)(6) 2022. On 11mar2024, the firm became aware that the system had been explanted on (B)(6) 2024 due to patient needing an MRI.